Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center for evaluation. Foam particles were observed in the blower kit. Error code 30 (indicating an issue with the motor connection, blower box, and/or pca) and error code 50 (indicating an issue with the software - daily values corrupted) were found in the device log history. The device was scrapped.